Event description:
Reference MDR #1219856-2010-00842 for the first event involving the same patient. It was reported that while in the cath lab the md inserted the super arrow-flex (saf) sheath into the patient's femoral artery. Upon inserting the intra-aortic balloon (iab) through the saf sheath, the md found that he could not advance the iab entirely through the saf sheath, the md found that he could not advance the iab entirely through the saf sheath. As a result, iab and the saf sheath were removed. The md inserted the teflon sheath into the same insertion site and completed the insertion. There was no reported patient death or injury. Medical/surgical intervention was not required. There were no reported patient complications. The patient is currently still receiving iab therapy.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.